Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. It was reported that the patient reported that the pump was implanted on (B)(6) 2011. The patient was still in the hospital because she could get no pain relief on (B)(6) 2011. After checking the pump, the patient was told that he need another surgery. The pump was replaced on (B)(6) 2011. Additional information was received from the hcp. The hcp did not have access to the patient's medical records and was unable to provide relevant information. No further complication was reported.